Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01248. This report is being submitted as additional information. Approximate age of device- 1 year and 10 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. The report of pump stop alarms was confirmed through the evaluation of the submitted log file. Analysis of the log file revealed multiple no external power events on (B)(6) 2018 when the external batteries became depleted to the hazard alarm level. During the no external power events, the backup battery assumed operation and support was momentarily interrupted due to the driveline being disconnected. Also, the log file revealed that the driveline was disconnected on (B)(6) 2018, causing the pump¿s motor to stop. Although a specific cause for this finding could not be determined through this evaluation, the pump appeared to be functioning as intended. The pump stops appeared to be associated with driveline disconnects, however, the patient denied disconnecting. An abbott technical services representative noted it appears that the patient has been sleeping on batteries. The hmii lvas instructions for use (IFU) provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to such events. The heartmate ii lvas patient handbook warns the patient to always connect to ac electrical power through the power module for sleep or when anticipating sleep and to use battery power only when awake and able to respond to system alerts and alarms. This IFU and the hmii patient handbook explain that disconnecting the driveline from the system controller will cause the pump to stop. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced two pump stop alarms on (B)(6) 2018. The patient was reported to be asymptomatic. The patient has been on ungrounded cable since (B)(6) 2017. The manufacturer's technical service representative reviewed the submitted log file and observed three pump stoppages. These appeared to be associated with the driveline being disconnected. The manufacturer's technical service representative inquired if the driveline was disconnected on (B)(6) 2018 at 2:06:43 am, (B)(6) 2018 3:44:24 am and (B)(6) 2018 10:38:11 pm. The patient denied disconnecting the driveline. The submitted x-ray images were unremarkable. It did appear that the patient was sleeping on battery power which was not recommended by the manufacturer. On (B)(6) 2018 at 2:01:50 am battery power was completely depleted which prompted the system controller¿s internal battery to provide power to the pump. An advisory and hazard alarm was issued. On (B)(6) 2018 at 2:13:59 pm and (B)(6) 2018 at 9:31:19 am a low battery hazard was observed indicating that the batteries were not changed when the advisory alarm was triggered. No additional information was provided.